Manufacturer narrative:
The device has been received by depuy synthes power tools.  The reported problem of "intermittent operation" was confirmed. Pre-repair assessment observed that the motor had corrosion and an e-6 error code on the console in which the device stopped running . The condition of motor is most likely due to cleaning and maintenance issues. If additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report from the us stating that the device had intermittent operation. The device was used in surgery, however, no injuries or medical intervention were reported. It is unknown if there was a delay in surgery. No additional information available.